Event description:
The customer reported a delay in processing eight pediatric patient samples on a dimension vista 1500 instrument. The following assays were being tested in the pediatric samples: alkaline phosphatase (alpi), alanine aminotransferase (alti), aspartate aminotransferase (ast), blood urea nitrogen (bun), calcium (ca), chloride (cl), carbon dioxide (co2), c-reactive protein (crp), enzymatic crea (ecrea), gamma-glutamyl transferase (ggt) glucose (glu), potassium (k), ifcc lactate dehydrogenase (ldi), lipase-liquid rgts (lipi), magnesium (mg), sodium (na), phosphorus (phos), total iron binding capacity (tbil), total protein (tp) and uric acid (urca). There were no discordant results reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the delay in processing the pediatric samples.

Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and determined that during the event, the instrument displayed a process error, which showed a false transition error on the aliquot module. The data also showed several invalid test request errors being posted on the instrument. The hsc determined that the user did not ensure that there was enough sample in the container to process the requested test requirements. Since the hsc determined that there were several laboratory information system requests to process the samples before the sample was placed on the instrument, there was not enough sample in the container to process all test requirements. As per the system operators guide, the operator must ensure that sufficient sample volume is present in the sample containers, including the dead volume specified for that container. The cause for the delay in processing pediatric patient samples is unknown. The cause of the incomplete tests due to insufficient sample volume in the sample containers is due to failure to follow instructions. The instrument is performing within specifications. Further evaluation of the device is not required.